Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the insulin pump act button was not responding. The customer¿s blood glucose level was 163 mg/dl at the time of the incident. Customer stated only happen usually during the fill tubing but it will eventually respond and right now it was not work even after waiting for 10 minutes. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch . No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.